Event description:
Related manufacturing reference number: (B)(4). It was reported that the patient presented remotely on (B)(6) 2022. It was noted that the patient exhibited seven ventricular tachyarrhythmia episodes that were determined to be consistent with heart failure by the cardiac monitoring company. No shock therapy was delivered. It was noted by the cardiac monitoring company that the device was functioning normally. On (B)(6) 2022, the patient's wife called emergency services after the patient became non-responsive. It was noted that the previous night, the patient had difficulty breathing. When emergency services arrived, it was noted the patient was in cardiac arrest. Emergency services attempted to resuscitate the patient but the patient passed away on (B)(6) 2022. The patient's causes of death were cardiac arrest, ischemic cardiomyopathy and cardiac tachyarrhythmia. There was an allegation that the implantable cardioverter defibrillator (ICD) contributed to the patient's death.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.